Event description:
Further information indicates that the surgery was performed in 11/2004. The surgeon stated that the surgery was uneventful, and no adverse events had occurred. Current bcva of patient is 20/20, and pre-op bcva is 20/40. The planned therapy should be for this patient to wear glasses with a prescription of +0.50, however the pt refuses to do so, which explains the slight blurring that the pt observes. This is an expected occurrence following any cataract extraction with iol implantation. A work order search was performed for this lens which showed no similar complaints within this lot of product.

Event description:
Pt had an aa4207vf silicone plate lens implanted in the left eye in 2004. Pt has stated that vision has been blurry since that time. A yag capsulotomy was performed in 2005, but vision remains blurry. Additional info has been requested from the user facility but none has been forthcoming.